Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. It was later provided that the aer¿s used for reprocessing are the etd4 plus paa sn (B)(6). A recent service showed the ballast in the uv-unite and calibrated the chemicals on etd4 plus paa sn (B)(6). The preventative maintenance (pm) were completed in 05-aug-2023 for serial numbers (s/n: (B)(6) the pm for s/n: (B)(6) was completed 24-apr-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the material could not be eliminated at reprocessing because the material adhered to the point which was not the outer surface of the device. The root cause of the reported event is unable to be determined. However, the causes of the events are likely due to occurrence of leakage from the distal end. Additionally, the lg lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used resulting in humidity invading lg-lens then corroded. Furthermore, it is likely there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. These events can be detected by following the instructions for use (IFU) which state: -inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. -reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The device was returned to olympus and the reported issue was confirmed. Additionally, the evaluation found the following findings: left-arm cover was leaking; plastic distal cover insulation was below threshold; nozzle was deformed; light guide cover lens (1x) --- cracked; ccd cover lens was scratched; lens glue was chipped; ccd cover lens glue --- was chipped; light guide bundle fiber breakings; insertion part distal end hold ring insulation was below threshold; insertion part a-rubber glue was separated; insertion part bending tube was deformed; insertion part bending tube metal braid cutting wire; insertion part connecting tube was scratched; control unit scope cover was broken; control unit air /water nut painting peeled off; control unit suction cylinder nut painting peeled off; switch section switch box unit was scratched; universal cord buckled; connector plug unit had damaged housing; insertion part distal end was corroded; control unit up down right left knob reduced angulation; the control unit right left knob the angulation was compromised. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company rep on behalf of customer reported to olympus the duodenovideoscope had dirt/debris stuck around cover glass for charged coupled device (ccd) on two different scopes. The scopes were cleaned by an edc plus and inspected by an onsite field service engineer (fse). There were remains of patient material on the distal end. The scopes were re-washed, and the debris was removed. No patient infections or injuries reported. Inspection of the device by the fse revealed the device had been incorrectly reprocessed by the user facility. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. Related patient identifiers: tjf-q190v sn (B)(6) ((B)(6)) and tjf-q190v sn (B)(6) ((B)(6)).